Event description:
Patient with history of bilateral sensorineural hearing loss underwent surgery for left cochlear implant replacement. Left side had failed, and advanced bionics noted device failure. Unknown when device failed.

Event description:
Patient with history of bilateral sensorineural hearing loss underwent surgery for left cochlear implant replacement. Left side had failed, and advanced bionics noted device failure. Unknown when device failed.